Event description:
It was reported that during a coronary stent procedure, stent damage occurred. The lesion was located in the proximal om1 (large vessel). No pre-dilatation was performed before the express2 monorail stent was advanced. The physician was unable to cross the lesion with express2 monorail stent. The physician removed the express2 monorail stent and was going to pre dilate the lesion. Upon removal, it was noted that the stent struts on the distal end were damaged. No patient injuries or complications were reported.